Event description:
Customer reported that she was not able to test her blood glucose level because her adc blood glucose meter turns on with button pressed but not upon test strip insertion. In addition, customer needs training on how to set up her meter. Customer further reported subsequently experiencing dizziness, chest pains, and lost consciousness. Paramedics were called and responded. Customer was treated with oxygen and sugar water. Customer was transported to a health care facility and was seen by the doctor. Customer was given with unknown treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.